Manufacturer narrative:
Expiration date, model #, catalog #: lot and serial number of the disposable device not provided by the complainant, therefore the expiration date, model number, and catalog number is not known. Device evaluated by MFR: the device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Manufacture date: lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that prior to a novasure endometrial ablation a hysteroscopy was performed and the physician noted a septum which was described as "a small one only." "The physician inserted the probe to measure the uterus which appears that the ablation is possible and can be performed." The device when opened showed the uterine width was less than 2.5cm, "but later due to aggressive movements the reading of the probe became more than 2.5cm." "At the end of the procedure it was reported by the physician that a perforation was occurred which required a surgeon to interfere to repair the uterus." No further information was provided.